Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, approximately 8 months post implant of a 20mm sapien 3 valve in the aortic position, the patient presented with decreased exercise tolerance and shortness of breath when climbing stairs. A 23mm sapien 3 valve was implanted during a valve in valve (viv) procedure. The reason for the viv was not provided. At the time of the report, the patient was in stable condition and had been discharged to home. Both valves remain implanted in the patient.

Event description:
Additional information: medical records review revealed the patient presented with severe obstruction of rv-pa conduit with peak/mean gradient 90/42 and free pulmonic regurgitation. A 20mm sapien 3 valve was implanted in the pulmonic position via right internal jugular approach. The implant was a success with no residual pulmonic regurgitation. Five (5) months post implant, tte showed moderate stenosis of rv-pa conduit with a pv mean gradient of 53mmhg. Seven (7) months post implant, tte showed moderate right ventricle to pulmonary artery conduit stenosis with a pv mean gradient of 31mmhg. The patient underwent a balloon dilation of the stents/valve in the conduit with a non-edwards balloon, resulting in pulmonary regurgitation. The conduit distal to stents had a contained tear after the balloon dilation (bd) and the conduit appeared narrow relative to the proximal (stented) conduit. A stent was placed which purposefully trapped the dysfunctional sapien 3 valve and caused free pulmonic regurgitation (pr). No edwards devices were used for balloon dilation of the conduit and the pulmonic stenting procedure. A 23mm sapien 3 was placed inside the stents. Follow up angiography showed no pulmonary regurgitation (pr) and no change in the very small, contained tear in the conduit. The mean gradient from rv to distal pa measured 5-10mmhg. The patient was discharged to home in stable condition. The valves remain implanted in the patient.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surf ace area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, the complaint for 'increased gradients' was confirmed based on the provided medical records. The review of DHR, lot history and complaint history did not indicate manufacturing non-conformance contributing to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the213 valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, '8 months post implant of a 20mm sapien 3 valve in the pulmonic position, a 23mm sapien 3 valve was implanted'. Review of medical record indicated that the original 20mm sapien 3 valve was implanted in pulmonic position within conduit on (B)(6) 2021. The tee on (B)(6) 2022 revealed the mean gradient increased to 53mmhg and 31mmhg per tee on (B)(6) 2022. A viv using 23mm sapien 3 was performed to resolve the issue and found the gradient measure 5-10mmhg. In this case, the valve was upsizing from 20mm to 23mm for the additional percutaneous intervention to resolve the high gradient. It was possible the small valve was initially selected due to the constraint of pre-existing conduit, which could potentially lead to increase gradient with patient prosthetic mis-match. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to procedural factors (valve under-sizing), patient factors (constraint of pre-existing conduit) may have contributed to the complaint event. May have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.